Event description:
The customer observed false nonreactive alinity I anti-hcv results for a 35-year-old male patient who was diagnosed with chronic hepatitis c. The patient sample was tested on other platforms which generated positive results. The sample was also tested for hcv rna and the result was negative. The customer is still questioning the alinity I anti-hcv results. The following data was provided: sid (B)(6). (B)(6) 2023 alinity I anti-hcv initial result = 0.2283 s/co (nonreactive); repeat result = 0.1981 s/co (nonreactive). Sysmex platform: result = 1.178 coi (positive). Maccura platform: result = 82.145 s/co (positive). Roche platform: result = 10.02 coi (positive). Hcv rna = < 25 iu/ml (negative) no impact to patient management was reported. The sample was sent to shanghai test center and a negative result was obtained. On (B)(6) 2023, the customer provided clarification that the repeated result of 0.1981 s/co (nonreactive) was generated on the architect i2000sr processing module (isr62858).

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hcv result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of retained reagent kit. Return sample testing was also completed. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot perform as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 48474be01, and complaint issue. In-house testing of a retained reagent kit of the lot 48474be01was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, testing included two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to anti-hcv test results provided by zeptometrix and the reagent lot 48474be01 detected the same bleeds as reactive for the seroconversion panels. The return sample (B)(6) was tested with a retained reagent kit and a non-reactive result (0.20 s/co) was obtained. Further testing was performed with mikrogen recomline hcv igg. A ns3 band was identified with very low intensity (+/-) lower than the cutoff band. The interpretation was negative. The conclusion is that the alinity I anti-hcv result is in alignment with the mikrogen recomline hcv igg result. The customer¿s results were positive on other platforms. The cause for the assays with non-reactive results could be that the antibody levels being below the detection limit of these assays or due to lack of antibody reactivity to the recombinant antigens used in these assays. Based on this investigation, no systemic issue or deficiency was identified with the alinity I anti-hcv reagent, lot number 48474be01.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for a 35-year-old male patient who was diagnosed with chronic hepatitis c. The patient sample was tested on other platforms which generated positive results. The sample was also tested for hcv rna and the result was negative. The customer is still questioning the alinity I anti-hcv results. The following data was provided: sid (B)(6). (B)(6) 2023 alinity I anti-hcv initial result = 0.2283 s/co (nonreactive); repeat result = 0.1981 s/co (nonreactive). Sysmex platform: result = 1.178 coi (positive). Maccura platform: result = 82.145 s/co (positive). Roche platform: result = 10.02 coi (positive). Hcv rna = < 25 iu/ml (negative) no impact to patient management was reported. The sample was sent to shanghai test center and a negative result was obtained. On (B)(6) 2023, the customer provided clarification that the repeated result of 0.1981 s/co (nonreactive) was generated on the architect i2000sr processing module (isr62858).

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). This report is being filed on an international product, list number 08p06-74 (alinity I anti-hcv) that has a similar product distributed in the us, list number 08p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.